Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), the set screw of the device was unable to accept the wrench. Another wrench was attempted; however, the set screw again did not accept the wrench. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of set screw unable to accept wrench was not confirmed. Mechanical evaluation of header, right ventricle (rv) septum, and rv setscrew was performed and revealed that the rv set screw was lodged into the threads in a horizontally shifted position. Rv septum had tear damage. When the set screw was removed then the realigned connection was secure and the mechanical and electrical behavior was normal. The set screw fitting event is consistent with being turned counter- clockwise too far during lead reposition procedure causing the setscrew to come off its port. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.